Manufacturer narrative:
The analyzer serial number is (B)(6). The competitor method is siemens. The customer suspects an interfering factor in the patient sample. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 801 analytical unit. The initial hcg result was 1189 miu/ml. The result was questioned as it did not match the patient's clinical status. The sample was repeated and the result was 1177 miu/ml. A previous patient sample that was collected earlier was tested and the hcg result was 1107 miu/ml. The initial patient sample was repeated again using a siemens assay and the hcg result was 330.5 miu/ml. Polyethylene glycol (peg) precipitation was performed on the patient sample. The roche result was 191.8 miu/ml with a recovery date of (B)(4) and the competitor assay result was 79.6 miu/ml with a recovery rate of (B)(4). The sample was diluted 1:10, 1:20, 1:50, 1:100, and 1:400. The values were similar to the original result.

Manufacturer narrative:
Qc and calibration were within expectations. A sample from the patient was provided for investigation. Confirmation testing of the sample was performed for the elecsys human chorionic gonadotropin (hcg)+b test system and elecsys free hcg test on a cobas e602 system. The hcg beta results were s1101 m iu/ml. The free hcg results were 0.386 iu/l. A confirmation test was also performed on hcg stat test on the cobas e801 system and the results were 1.00 m iu/ml < test. The investigation determined that the questionable high hcg results to competitor siemens are explainable by the different epitope recognition of the used antibodies of the assays.